Event description:
The customer reported a leak of approximately 5 ml from overflowed baths involving the coulter ac*t diff 2 analyzer. The leak was not contained within the instrument but the operator was wearing personal protective equipment consisting of a laboratory coat, gloves and eyewear at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The customer discovered debris inside the vic (vacuum isolator chamber) causing the baths to overflow. The customer removed the debris to resolve the leak prior to the beckman coulter fse's (field service engineer) arrival. However, the customer stated that hgb (hemoglobin) did not pass startup. The fse found that the leak had damaged the hgb lamp and proceeded to replace the hgb lamp. The instrument passed startup and repair was verified per established procedures. Failure mode of the leak is attributed to the presence of debris inside the vic. The baths overflowed as a result of the debris and damaged the hemoglobin lamp. (B)(4).